Event description:
Medtronic received information that no com pump to xmtr-unresolved, led anomaly occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. Unit received with physical damage to cow catcher / connector pins. Unable to perform functional test or verify led anomaly due to physical damage.